Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse instructed the customer to open the sorter and remove the trays. When the trays were being removed, the customer saw one of the trays sticking up out of the tray holder which was the main cause for the pick up z-error. Fse instructed the customer to replace the trays and run a few samples. There were no errors reported during that run. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There was one similar complaint, including this complaint, found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4053] sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the error 4053 sorter-z home overrun error message was the cup tray was not loaded in the sorter correctly by the operator.

Event description:
A customer reported error 4053 sorter-z home overrun on the aia-900 instrument. Technical support (ts) advised the customer to verify all cup trays were seated in the sorter and then run a sorter scan. However, when the customer tried to run the instrument, the error reoccurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.